Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this recently implanted pacemaker system stored an atrial tachy response (atr) containing atrial oversensing. Atrial sensitivity was set to 0.75 mv and p-wave amplitude was 5.4 mv. Approximately two weeks after implant, p-wave amplitude was 7.5 mv. It was noted that the patient had a concomittant subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient reported a sohck that eventing, and there was no evidence of ventricular arrhythmia or delivered shocks on the pacemaker electrogram (egm). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.